Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and iop test failure alarm from the insulin pump. The customer's blood glucose reading was 413 mg/dl. The customer treated with a bolus from the pump. The customer stated that the alarm occurred during rewind/prime sequence. The customer stated that a temporary basal was not programmed before the alarm. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.